Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to pulmonary embolism and history of deep vein thrombosis. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging aorta perforation and anxiety/fear. Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of filter is at the l1-l2 disc space. Inferior extent l3 vertebral body. A total of eight prongs have perforated the ivc, series 3, image 46. Maximum distance prong perforated is 6 mm, series 3, image 46. Coronal images show 6-degree tilt of filter left-to right, series 601, image 128. Sagittal images show 4-degree tilt posterior-to-anterior, series 200, image 74. Diameter of ivc directly above filter measures 27 mm x 19 mm, series 3, image 37." "A prong has perforated the aorta, best appreciated on series 3, image 46, and series 601, image 135."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01122.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2007. The patient alleges to have been injured without further explanation.